Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under or over delivering the insulin. Customer stated that they reported this malfunction to their doctor but the issue was not resolve. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.